Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical tests performed, including capture test under nominal conditions indicated normal results. Further evaluation of the atrial and ventricular sensitivity level indicated no anomaly and visual inspection the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity.

Event description:
During an in clinic follow-up, a decrease in the pacing impedance, increase in the capture threshold resulting in a loss of capture, and pacing inhibition were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced, but there was still a loss of capture observed. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number : 2017865-2021-25625.